Manufacturer narrative:
An examination of the device confirmed the reported complaint of top jaw breakage. It was reported that the needle was fired to open the trap door on the truepass suture passer self capture device after suture was already passed. The needle became logged and cracked the top jaw. Measurements in the area of the breakage identified the device to be with in specification. It is not determined what caused the breakage, but the truepass suture passer, self-capture device should not be fired to open the trap door. Actuating the needle without suture can damage the needle and the suture passer. This technique is not recommended for use with the truepass device. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
During the surgery when the trap door was engaged near the truepass needle, the needle retracted and the suture was caught in the trap door. The needle was then fired to open the door and it logged and cracked the top jaw off. The broken pieces were removed with a grasper. A back-up device was available for use. No patient injury or other complications were reported.